Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on the product. Visual inspection found optic torn. Claim# (B)(4).

Manufacturer narrative:
H3: dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.00/1.0/072 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was replaced with a same size, similare (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved.